Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: rod was broken between l2 and l3. Procedure: posterior spinal fusion. Reason for revision after initial surgery: kyphosis after decompression procedure it was reported that on an unknown date, post-op, the rod was broken between l2 and l3. Revision surgery was performed to re-fix the rod on (B)(6) 2017. Bony union had been completed below l3. No patient complications were reported as a result of the event.

Manufacturer narrative:
X-ray review: multi-level posterior spinal x-ray shows rod fracture reported at l2-3 post-op. A single ap view is provided. Hardware placement appears appropriate. Unable to assess fusion status. At 2 years post-op for a rod fracture to occur it is likely that there is a paucity of bone strength.